Manufacturer narrative:
(B)(4).

Event description:
Procedure type: open gastric bypass. According to the reporter: during open gastric bypass, the orvil device was inserted into patient's mouth and esophagus. Upon gentle traction, the tube became separated from the eea 25mm anvil. The anvil was lodged in the upper esophagus underneath the cricopharyngeus muscle. It took 2 hours to remove the anvil with intraoperative consultation by additional surgeons and an ent. The anvil was removed by esophagoscopy. Patient suffered small anterior tear of the esophageal mucosa, no obvious perforation.